Event description:
This case was reported by a regulatory authority (medwatch program) and described the occurrence of neuropathy in a male patient who received poligrip for dentures. Co-suspect medication included super poligrip, fixodent and sea bond. In 1979 the patient started poligrip (dental) and superpoligrip (dental). At an unk time after starting poligrip and super poligrip, the patient experienced numbness in leg and foot, tingling leg and feet, loss of sensation lower leg, and bone marrow problems (unspecified). The pt stated that he had been diagnosed with neuropathy, anemia, neutropenia and vascular disease. The patient stated that he is permanently disabled due to these conditions. This case was assessed as medically serious by gsk. At the time of reporting, the outcome of the events was unresolved. Poligrip is manufactured in another country, and neither the product nor lot number for this product is available.